Event description:
Additional information was received indicating that only one of the patient lead's had migrated, thus this patient medical device will no longer require reporting.

Manufacturer narrative:
The patient issue/allegation was determined to be with only one of the two patient leads and will be reported on with one lead as the component most likely.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-03624. It was reported that the patient's leads were shown to have migrated via x-ray imaging. Surgical intervention may take place at a later date to address the issue.